Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, wrap thermal results all met product release criteria. The root cause category is non assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Several burn blister in size of "cent" coin, burn degree between 2a and 2b [burns second degree]. Case description: this is a spontaneous report from a pfizer-sponsored program, brand websites for division consumer healthcare (B)(6). A contactable nurse reported a (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual) (device lot#: m07185, expiration date: may2018) from an unspecified date for menstrual pain. The patient's medical history was not reported. Concomitant medications were reported as none. On (B)(6) 2016, the patient used menstrual heatwrap at 1x/day on underwear according to the instructions and after 6 hours she felt something odd. She stated "I have interrupted the application due to blister formation. The four blisters are about 10 cent piece sized and 2 cent piece sized. There was a burn degree between 2a and 2b. A debridement was not performed. I never had any skin problems before in any form, I deeply hope there won't be any scars residing. I will probably have the scars for a lifetime. I did not visit a medical doctor, because as a registered nurse, I can treat me alone very well. When the blisters were filled with wound fluid I made a dry wound treatment. After the bubbles had emptied, I made a treatment with zinc oxide ointment. I have applied the heatwraps against menstrual pain regularly on underwear and not on the skin. I had so far no problems with my skin. I used the heat pads I suffer from no other diseases, neither diabetes nor heart disease or a circulatory disorder are available. When I look at the current healing, a scar formation is expected". No hospitalization was required. Action taken in response to the event for thermacare heatwrap was permanently discontinued on (B)(6) 2016. The event was not resolved by the time of report. Additional information received from product quality complaint (pqc) group included investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, wrap thermal results all met product release criteria. The root cause category is non assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from the contactable consumer who is also a nurse includes: reporter occupation changed, suspect product lot number and expiration date provided. No concomitant medication. Event onset date, outcome, treatment information. New event a burn degree between 2a and 2b reported. Follow-up ((B)(6) 2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the event of several burn blisters as big as a "cent" coin on my lower belly as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event of several burn blisters as big as a "cent" coin on my lower belly as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, wrap thermal results all met product release criteria. The root cause category is non assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Several burn blister in size of "cent" coin [burns second degree]. Case description: this is a spontaneous report from a pfizer-sponsored program brand websites for division consumer healthcare (B)(6) from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual), from an unspecified date to an unspecified date at an unknown frequency for menstrual pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported "I am (B)(6) and administered the heat wraps on my underwear as per instructions. After 6 hours I felt something odd. I experienced several burn blisters as big as a "cent" coin on my lower belly. I never had any skin problems before in any form, I deeply hope there won't be any scars residing" on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of several burn blisters as big as a "cent" coin on my lower belly as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event of several burn blisters as big as a "cent" coin on my lower belly as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.